Manufacturer narrative:
Device manufacture date ¿ the lot was manufactured between july 4, 2019 and july 5, 2019. The actual devices were not available; however, a photograph of a sample was provided for evaluation. The returned photograph was reviewed, and it appeared that no fluid was present in the sample and that no leak could be observed. The reported condition could not be verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. The bags were leaking from the middle port; either between the middle port and the injection site or between the middle port and the tubing that attaches to the compounder. The leaks were observed after filling prior to patient use. There was no patient involvement. No additional information is available.